Event description:
It was reported thrombus occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 30 mm watchman closure device was implanted. The patient came in for a 45 day follow up on (B)(6) 2018 and there was a small clot on the face of the device.

Manufacturer narrative:
Date of event updated from (B)(6) 2018 to (B)(6) 2018.

Event description:
It was reported thrombus occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman closure device was implanted. The patient came in for a 45 day follow up on august 9, 2018 and there was a small clot on the face of the device. It was further reported that the patient's 45 day follow up was on august 8, 2018. The patient was on medication as described in the directions for use (dfu) for watchman and continued on coumadin and aspirin.